Manufacturer narrative:
The catheter is arrow and the insertion site is axillary. Off label axillary disclaimer given.the esp personel explained that the position and insertion site can be a culprit for this alarm and if they were to remove the material and get a good look at the site they may find it is restricted at the insertion point.I also recommended that if the alarm occurs again, try having the patient reposition their arm/shoulder to see if it resolves.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas gain in the circuit occurred, the catheter insertion site is axillary. There was no harm or injury reported.